Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information was unavailable from the site. No parts were replaced or returned to the manufacturer for evaluation. A software investigation has been initiated, although analysis is not yet complete.

Event description:
A medtronic representative reported that during a laser induced thermal therapy procedure, the damage estimate in the system software was not displaying any ablation in the superior portion of the tumor. However, the post-op image displayed that the superior region of the tumor had in fact been ablated. It was reported that there was a 3mm difference between the damage estimate and the actual tissue ablated per the post-op scan. The procedure was a success and the patient was not impacted. There was no delay to the procedure because of this issue.